Event description:
Healthcare professional reported a right side rupture found at the time of explant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening on the anterior side assessed as surgical damage. No additional observation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture found at the time of explant. Device has been explanted.